Manufacturer narrative:
Device was received with a blank display due to connector not plugged n properly. Unable to perform the self test, displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify critical pump error (open book image) alarm due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had critical pump error. The customer¿s blood glucose level was 6.2 mmol/l. The customer stated that the pump they received a critical pump error and saw a red x on display. The customer was asked verbally and in written form to return broken pump for analysis. The insulin pump will be returned for analysis.